Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp units display pcb not working properly. There was no patient involvement.

Manufacturer narrative:
Event site telephone number is (B)(6). A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the display pcb after determining that it was not working properly. The fse checked the unit and found it to be working normally. The iabp was handed over to the customer in proper, working condition.